Event description:
Information received from the field does not address the patient's clinical status but notes that dashes (---) were displayed for rate and sensor parameters and communication with the device was difficult. Return to standard was successful, but the device could not be programmed.